Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlocked keypad connector. The device was received with minor scratches on the display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised there was a crack near the battery compartment, cracks around the display window, multiple scratches on the device and the display screen was worn out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.